Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that intra-operatively, when the physician was closing up the access sites, doppler indicated decreased pulses in the right leg relative to the left. The physician regained access through the right femoral artery and confirmed a dissection in the right external iliac artery. Another manufacturer¿s 7x39 self expanding bare metal stent was implanted. Pulses were rechecked with doppler and confirmed to be good. The cause of the dissection is unknown. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (vascular trauma), (insufficient information; cause is unknown); evaluation, conclusions: known inherent risk of a procedure (vascular trauma), (insufficient information; cause is unknown).